Event description:
The service report shows that the device became inoperative while on a pt with error codes kb0026 and kp0120. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error codes in memory, and replaced the o2 psol. The unit then passed extended self testing.